Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, photos were provided. The visual inspection observed a hole in the access line pre pump, near its connection with its luer. The reported condition was verified. The cause was identified as supplier related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cut was observed on the access tube of a prismaflex m100 set c during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.